Event description:
Per provided information: a (B)(6) male with moderate tortuosity and calcification in the left and right iliacs underwent evar on (B)(6) 2013. The physician placed a flex main body, and two spiral z iliac leg grafts. An uncovered iliac stent was placed in the left leg/leg extension after an evar due to external compression. Additional information has been requested but not yet provided. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - additional procedures are discussed in the IFU. (B)(4) - device and vessel occlusions are discussed in the IFU. Event eval: still under investigation.